Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus and required maintenance. A field service engineer (fse) replaced the cubie control module for the full-height cubie drawer main 5 after observing that all diagnostic lights except the main power were on, and the control board lights were illuminated. Following the replacement, the ¿not found on bus' failure disappeared. No errors or failures could be reproduced in the main or test application, confirming the issue was resolved. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.